Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that on (B)(6) 2013, the (B)(4 )proximal femoral nail antirotation was used for a trochanteric fracture operation. It was reported that the surgeon attached a blade to an inserter and was unable to insert the blade due to bone hardness. As a result, the surgeon removed the blade using an extraction device. The surgeon attached the (B)(4) proximal femoral nail antirotation cannulated blade driver to the inserter and the blade and inserter stuck together. The surgeon inserted a blade which was one size smaller using the extraction device. This is report 2 of 3 for complaint# (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.